Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap or reservoir locked properly in place. Device received with pillowing keypad overlay. Device was connected to a test transmitter and sensor and monitored without any connection interruptions. Device was connected to a test meter, contour next link, and was able to connect. A controlled glucose test solution was tested using the meter and sent to the device without any issues. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experience high blood glucose. The customer¿s blood glucose level was 22.4 mmol/l, 8.8 mmol/l. Customer had not using auto mode. The customer treated high blood glucose with insulin pump and manual injection. Customer reported that the insulin pump had damaged. The insulin pump will be returned for analysis.